Event description:
The patient stated the hcp told her to keep a diary right after implant but she was doing so well she stopped. The patient stated she increased stimulation but the stimulation was only effective if she had it so high it hurt. The patient stated she turned stimulation down so it was comfortable but she had an accident last night. The patient stated she was starting to wet her bed again. The patient stated she has had to change the linens on her bed 3 of the last 6 nights. The patient indicated that event stated about a week ago. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.